Event description:
The customer reported receiving a button error alarm. Troubleshooting was performed. Advised the customer revert to back up plan. During the call the customer stated that she gave her a bolus, and she believes the insulin pump gave her too much insulin. The customer passed out while being in her vehicle and had a pedestrian call the ambulance. When the paramedics arrived her glucose reading was 28mg/dl. The paramedics were able to raise her glucose level, and the customer was sent home. The customer's most recent glucose reading was 281mg/dl after eating and has back up plan to regulate her glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with button error alarms due to corroded keypad traces. The insulin pump passed the functional tests, including displacement, prime, basic occlusion, occlusion and no delivery tests.